Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed. A 23 cm procedural sheath was used and then switched out to an 11 cm sheath prior to vasoseal deployment. No difficulties were noted during the deployment. Manual compression was held for 10 minutes following deployment because of the patient's size. After 10 minutes of manual compression a small hematoma was noted medial and distal to the puncture site. Manual compression was continued for an additional 20 minutes at which time the groin was noted to be soft and no visible blood was noted from the puncture site. The patient was transferred to the recovery area and the cath lab nurse had a cardiologist examine the patient's groin site. An ultrasound was ordered which indicated a 3.2 x 1.9 x 2.7 cm pseudoaneurysm which could not be clearly seen because of the patient's obesity. The patient was taken to surgery and three units of blood were evacuated. No further complications were reported.